Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The handle was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking around the seams of the handle and the leak was not related to the seal. The sheath was replaced, the issue resolved and the procedure continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During further investigation on (B)(6) 2022, it was determined that this event should be conservatively reported for the sheath handle fluid leak issue. Therefore, the awareness date for this reportable issue is (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The handle was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking around the seams of the handle and the leak was not related to the seal. The sheath was replaced, the issue resolved and the procedure continued. There was no patient consequence reported. The device evaluation was completed on 20-jan-2023. The product was returned to biosense webster for evaluation. Then bwi conducted a visual inspection and a functional test of the returned device. Visual analysis of the returned sample revealed that no damage was observed. The returned sample was connected to a syringe with water and it was observed leakage water on the handle section. The handle was dissected and it was found inside the handle reddish material and it was found the tubing appeared separated. A manufacturing evaluation was performed by the supplier manufacturer: the device history record review concluded internal actions against the batch. Damage of this kind is not commonly seen within the process and has a high likelihood of being detected by manufacturing controls. This defect could not be replicated, and it cannot be confirmed to be related to or caused by the manufacturing process. A device history record evaluation was performed, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The instruction for use (IFU) states that ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli¿ and ¿flush and maintain continuous saline¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).